Event description:
The implantable neurostimulator migrated 5 cm. The pt experienced pain at his belt line. The pocket was surgically revised. The hcp reported the pt outcome as 'recovered without sequela'.